Manufacturer narrative:
Edan instruments investigated that the low values were primarily due to inaccurate calibration performed at the factory. Notification was sent to the distributors of the products, and corrections includes replacement of co2 module. The affected unit was tested for the non-stable readings during usage. During testing, the unit worked as intended with stable values. Investigation will continue to determine if device malfunction occurred, or if there was user error during this first usage of the device.

Event description:
Customer reported an issue with the incorrect co2 reading during dental anesthesia usage. Co2 readings were both low and not stable, occasionally going to zero. Due to the low values, the patient was transferred a local hospital to be weaned off of anesthesia. No sequelae were observed and there were no adverse events for the patient.